Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and found the reported error 319 was confirmed and replicated. In log reviews, error 319 was confirmed. Upon visual inspection, the rolling loop was found misaligned. The usm was installed onto an in-house system where the unit triggered error 319 pointing to the rolling loop. The usm was then installed onto a pftp where the fiber test fails on the rolling loop. Once testing was completed, the rolling loop was aba tested and was verified to be the source of the fault. The root cause is attributed to the rolling loop fiber in the usm. The issue can be resolved by replacing the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy-radical extraperitoneal with lymphadenectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) while setting up for a procedure and reported universal surgical manipulator (usm) 2 had error #319 and a message to disable usm. Tse walked caller through a hard power cycle on the patient side cart (psc), but issue persisted. Customer disabled usm 2 and proceeded as a 3-arm setup. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the time of the da vinci-assisted surgical procedure performed was at 0800. Ports were placed prior to the issue being identified. The system functionality checked upon powering on the system and initially it powered on without errors.